Event description:
The customer reported a low ma error on the system. This occurred during multiple cases, but no patient was injured and the cases were completed.

Manufacturer narrative:
The ge service rep checked the service history and found the batteries had not been replaced in over 4 years and they approved new batteries. The ge rep installed batteries, flashed nodes, fil cal, and lubed candle sticks. He was unable to reproduce the low ma error. The system is fluoroing without errors at this time.